Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence and the date and time settings were incorrect cause was unknown customer¿s blood glucose level was 170 mg/dl. Customer continued to use cartridge and during troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.